Event description:
It was also reported that the pulse generator battery voltage was too low to initiate reset.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited backup vvi operation. Arc marks found on the device can suggest that the device was exposed to electrocautery which could cause the device to revert to backup mode. The battery was not at elective replacement indicator (eri). After downloading the product code, normal function ensued.

Event description:
It was reported that during a ventricular lead revision procedure, the pulse generator was exposed to cautery and reverted to backup vvi programming. Due to telemetry corruption, further troubleshooting could not be performed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.